Event description:
It was reported to boston scientific corp that a pt underwent a therapeutic hydrothermal ablation (hta) procedure in 2006 (age and weight are unk). According to the complainant, at least 4 fluid loss alarms at various stages occurred. The physician pulled the sheath out and continued with the rest of the case. The pt suffered from a posterior cervical burn (degree of burn is unk). The physician applied silvadene cream to the area. There was no vaginal burn or external burn noted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event. Two possible lots have been identified for the device: 33083 and 33587. A review of the device history records (DHR) was performed on these lots; no evidence of a mfg related, potential cause for this type of event was found. A search of the complaint database for similar complaints was conducted; no similar complaints were recorded for these lots.